Event description:
Customer called to report a leak near the needle of the coulter lh500 hematology analyzer. Customer also reported that the instrument was giving partial aspiration errors. Customer replaced the needle, but the leak continued. Customer stated that there were no results generated when the instrument displayed the partial aspiration errors. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that there was a plug in a restrictor line that provides vacuum when the needle backwashes and provides the secondary pull on aspiration. The fse replaced the plugged tubing and verified the repairs per established procedures. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak is attributed to a plugged restrictor line, which was resolved when the fse replaced the tubing. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)